Manufacturer narrative:
The qa lab evaluated the returned reagent and found it to read e11 and 293 mg/dl high, out of specification. The e11 confirms exposure to moisture, which most likely caused the high result. Results were satisfactory using retention reagent.

Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.